Manufacturer narrative:
(B)(4) date sent to the FDA: (B)(6) 2015 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2001 and tvt was implanted concurrently with a laparoscopic- assisted vaginal hysterectomy. No additional information was provided.

Manufacturer narrative:
Additional information. Patient code: (B)(4)- surgical intervention additional narrative: it was reported that the patient underwent mesh excision on (B)(6) 2017 due to vaginal mesh erosion.